Event description:
Oxygen technician received equipment call from facility requesting the oxygen concentrator for patient be replaced due to the prong being off in the socket. The snf had issued a unit for the patient to use until my arrival. Upon arrival, at 0830, I issued the replacement unit with the patient in the hallway resting in his chair and notified the rn of the replacement. The rn directed me to the nurse station where she had stored our equipment. I visually inspected the plug and observed it was charred, melted and one of the prongs had broken off. No issues were found with the electrical outlet.